Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the cylinder was broken. The ipp was explanted and replaced. There were not patient complications.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed functional testing. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole at corner of a fold in the distal end of the cylinder. Also, the second cylinder had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had buckling folds in the middle of the cylinder and had wear at fold in the proximal end and distal end of the cylinder. Leaks were identified. The reservoir was microscopically inspected, and leak tested. The microscope test identified that the reservoir had wear at a fold in reservoir shell and krt was worn to the filament. No leaks were identified. Based on the information available and analysis results, the hole and leak identified in both cylinders confirmed the reported clinical observations of device not working properly and cylinder broken.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the cylinder was broken. The ipp was explanted and replaced. There were not patient complications.